Manufacturer narrative:
One similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -7.50/1.5/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Low vault was observed. Lens remains implanted. Cause of the event is reported as unknown. Reportedly, lens exchange to occur.

Manufacturer narrative:
Additional information: b5- "on 26-feb-2020, the surgeon operated on the left eye to perform icl exchange." H6- patient code 3191: lens exchange. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b4- "(B)(6) 2020" should be corrected to "(B)(6) 2020" in the initial MDR. G4-"16-jan-2020" should be corrected to "15-jan-2020" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in liquid in a lens vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b1- adverse event should be marked in MDR supplemental #2. B2- required intervention should be marked in MDR supplemental #2. D7- explant date: (B)(6) 2020 should be in MDR supplemental #2. H1- serious injury should be in MDR supplemental #2. Claim#(B)(4).